Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, this event of snowflake image was due to a defective ¿u¿ plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the bronchovideoscope displayed a snowflake image. No patients were involved.